Event description:
It was reported that the customer experienced unusual high blood glucose levels and that the insulin pump had a blank display. The blood glucose reading was 500 mg/dl, which was treated with manual injection. The customer stated that after she treated, the blood glucose reading lowered to 385 mg/dl. She complained of thirst and fatigue as symptoms of high blood glucose. She noted that when she changed the battery in attempt to resolve the blank display, the display returned after a few minutes; however, the screen shut off shortly after. She stated that she tried another battery replacement, and after a minute and a half, the insulin pump had half of the screen return. Upon troubleshooting, it was found that the display did return after replacing the battery again. The insulin pump passed the high pressure test and was deemed to be working as designed. She was advised to monitor the insulin pump while a replacement device was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The battery cap contact was also corroded. The functional tests could not be completed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.